Event description:
It was reported that the patient presented with syncope in the emergency room. The patient was presented for rv lead revision. An x-ray prior to the procedure and fluoroscopy during the repositioning attempt revealed that the right ventricular (rv) lead dislodged. The rv lead was explanted and replaced. The patient was in stable condition.